Event description:
My mother suffered serious complications during a fundoplication surgery using the da vinci robot made my intuitive surgical. A primary blood vessel to her stomach was severed causing the organ to die. She has continued to have issues with perfusion to her intestines requiring multiple follow up procedures to remove more necrotic tissue. At this point we are unsure if she will survive and if she does she will be dependent on others for her care for the remainder of her life. She was previously an active 65 yo grandmother. This matter needs to be investigated fully. The procedure was done by dr (B)(6) at (B)(6) hospital in (B)(6). Procedure date is (B)(6) 2023.